Event description:
It was reported that a bolus infusor was leaking. This occurred during patient infusion. The reporter stated that there was pooling inside the infusor housing; however, the reservoir did not appear to be deflated. There was no patient injury or medical intervention associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The lot number 12e083 was manufactured between the dates may 30, 2012 - june 1, 2012. The cause of the reported issue was a faulty ultrasonic weld of the port to the volume indicator. The ultrasonic welders were replaced to prevent the potential for similar occurrences. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and is in the process of being evaluated. Visual inspection and functional leak testing identified a leak in the welded area of the volume indicator port. This confirmed the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.